Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving dilaudid, 2mg/ml concentration at 0.48 dose via intrathecal drug delivery pump for unknown indication of use. It was reported that on (B)(6) 2018 patient had pump refill and pump was off by 20+ cc too much- patient experienced withdrawals. No environmental/external/patient factors that may have led or contributed to the issue were reported. No diagnostics/troubleshooting was performed. A pump replacement was performed. The rep was asked to cover case today, so this was the 1st contact with patient and today was when the rep found out pump had an issue. The different rep added this case with this knowledge on 7/11/2018. At the time of this report, it was unknown if the issue had been resolved and patient status was alive-no injury. Pump logs were attached. No further complications were reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative. Expected reservoir volume was 23.4 ml while actual reservoir volume was 35 cc on (B)(6) 2018. The event date was reported as (B)(6) 2018 and the patient had recovered without sequela after the device was removed. It was unknown if there was loss of therapy. No further complication was reported.

Manufacturer narrative:
The pump was returned and analysis found pump/pump head/crease on pump tube near outlet. No significant anomaly was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.